Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization which revealed two target lesions. The target lesion #1 was located in the mid right coronary artery (rca) with 100% stenosis, a length of 15 mm, and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with direct placement of a 3.50x20mm promus element ¿ which resulted in a grade b dissection occurred proximal to the target lesion. The dissection was subsequently treated with the placement of another unspecified stent. Subsequently, the event considered as recovered/resolved. The target lesion #2 was located in the proximal rca with 100% stenosis, a length of 30 mm and reference vessel diameter of 3.5 mm. The target lesion #2 was treated with direct placement of a 3.50 x 32 mm study stent and post-dilatation with 0% residual stenosis. 11 days post index procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).